Event description:
(B)(6): customer reports that staff were performing a stent placement procedure on a pt when fluoro failed. Staff brought in a portable c-carm fluoro unit and procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot blank screen on generator console, and replaced the console. Fse verified proper operation using hut service manual and hut service checklist and returned unit to full service. A review of cts shows no similar generator console issues reported on this unit.